Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical medex interventional imaging introducer set leaked during a cerebral embolization procedure. The event was resolved upon replacement of another unknown product. No adverse patient effects were reported.

Manufacturer narrative:
One medex introducer was returned for analysis in used condition. Functional testing was performed with and without the dilator introduced; no leakage was noted when dilator was introduced but upon removal leakage was found. Magnification was used to examine the gasket; a hole in the sealing disk was observed. Based on the evidence it assumed that the leakage occurred during usage as the appearance to the sealing disk indicates that the damage occurred during use. The complaint was not confirmed and are not able to confirm the product fault.